Manufacturer narrative:
For patient 2 it was clarified that the results from (B)(6) 2023 (143 mmol/l) and (B)(6) 2023 (145 mmol/l) were from the same sample. The results from (B)(6) 2023 (150 mmol/l) and (B)(6) 2023 (147 mmol/l) were from a different sample.

Manufacturer narrative:
The field service engineer (fse) cleaned the vacuum line and sample line. The fse replaced a valve, a vacuum nozzle, and the dilution bath assembly. The investigation determined the root cause of the event was consistent with a pre-analytical handling issue resolved by service maintenance.

Event description:
The initial reporter questioned the results for "several" patients tested for sodium (na) on a cobas 8000 ise module. The following are examples of questionable results for 2 patient samples. For patient 1: on (B)(6) 2023, the result was 131 mmol/l. On (B)(6) 2023, the result was 133 mmol/l. On (B)(6) 2023, the result was 134 mmol/l. On (B)(6) 2023, the result was 139 mmol/l. On (B)(6) 2023, the result was 136 mmol/l. For patient 2: on (B)(6) 2023, the result was 143 mmol/l. On (B)(6) 2023, the result was 145 mmol/l. On (B)(6) 2023, the result was 150 mmol/l. On (B)(6) 2023, the result was 147 mmol/l. It is unclear whether these results are from the same sample or samples obtained on different days. Clarification was requested but has not been provided. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.